Event description:
Within weeks of treatment the pt presented with erythema and pruritus at the treatment site. The physician diagnosed an allergic reaction and prescribed topical locoid and oral dynasin. This is the same event and the same pt reported under MDR ID # 2024601-2004-00094 & MDR ID # 2024601-2004-00095. This third MDR is being submitted for the third suspect product, also a device manufactured by inamed corporation. This separate distinct number is provided per the FDA's requested for traceability purposes.